Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport MRI isp implantable port attached to a groshong catheter was returned for evaluation. Gross visual, microscopic, tactile and functional evaluations were performed. A partial circumferential break was noted from the distal end of the cath-lock. The edges of the partial circumferential break on the attached catheter were noted to be uneven and the surface was noted to be round and smooth on both regions. Upon infusion, a leak from the partial circumferential break was observed. Therefore, the investigation is confirmed for the reported fracture, fluid leak and the identified naturally worn and deformation due to compressive issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, g3, h6 (device) h11: h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately two and a half years post port placement in the subclavian, a leakage of saline was observed. It was further reported that computed tomography examination was performed, but the contrast medium was allegedly leaked and the catheter was found torn. Futhermore, the catheter allegedly had a crack. Reportedly, another port was placed. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately two and a half years post port placement in the subclavian, a leakage of saline was observed. It was further reported that computed tomography examination was performed, but the contrast medium was allegedly leaked and the catheter was found torn. Reportedly, another port was placed. There was no reported patient injury.